Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300 passed ¿out qat from heartsine technologies on the 2nd march 2010. A visual inspection of the device revealed no apparent defects. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that a pad-pak was first installed on the 7th june 2010 and that the device had performed to specification up to and including the 14th january 2018. During this time, information from the history log shows an increase in battery voltage, which suggests a further pad-pak was installed. On the 18th january 2018, 3 manual power ups were recorded, each of which was under 1 minute duration. These manual power ups may suggest the user was power cycling the device or the beginnings of a membrane failure. No further log entries were recorded prior to receipt at heartsine. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation was unable to replicate, or find any evidence of, the reported fault. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.